Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to the operating room and tachycardia therapy was turned off. Boston scientific technical services (ts) was contacted by a physician to request help in interrogating the device to ensure tachycardia therapy was turned back on. Ts discussed how to check if tachycardia therapy is on. This product remains in service. No adverse patient effects were reported.